Manufacturer narrative:
(B)(4). Corrections: (gender), (weight- (B)(6)), case details; adverse event/required intervention. It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. Correction: serious injury. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported stent dislodgement appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
The following information was received prior to submitting the initial MDR; however, it was inadvertently left out of the case details: during an attempt to advance the graftmaster through a deployed stent, the graftmaster stent dislodged from the delivery system. It was recovered on the guide wire and removed through the guiding catheter. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation caused by another device. The graftmaster 2.80 x 19 mm covered stent slipped off the balloon but was retrieved in the guide catheter. The stent was not implanted. The use of the device did not cause or contribute to complications of adverse events. No additional information was provided.